Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. A microscopic view of the fractured surface did not show any anomalies. The remaining threaded portion met our specifications. The tip broke off due to mechanical overloading. No manufacturing related fault was found. All records indicate the product was manufacture to specifications.

Event description:
The implant holders tip broke off. There was no impact to the pt.